Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring resuscitation. It was reported that after a micra (implantable device) atrioventricular (av) node ablation procedure had completed, it was noticed that there was no patient pulse on the anesthesia machine. The patient did not have a pulse and it was confirmed by physically checking for a pulse on the patient. The patient received cardiopulmonary resuscitation (CPR), and then went into ventricular tachycardia (vt) while they were doing compressions. The patient was shocked, and CPR was continued, until the patient was resuscitated. The patient was reported to be in stable condition, and was transferred to cardiovascular intensive unit (cvicu) for observation. There was no report of extended hospitalization. The physician¿s causality opinion was no provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future; the reportability decision will be reassessed.